Event description:
In 2000, the pt had a left fracture of hip- bipolar hip replacement. Hip was painful. X-ray was made and revealed a dislocated left hip prosthesis. Physician made decision to replace dislocated hip prosthesis with same size component.